Manufacturer narrative:
This case was assessed by merz north america as serious. The event of laryngeal necrosis was assessed as unexpected based on the currently valid us instructions for use leaflet of prolaryn gel and possibly related to the treatment with prolaryn gel. The reported stridor, difficulty breathing, and croup are considered to be symptoms of laryngeal necrosis and therefore were not coded. Based on the information provided, this case was assessed as reportable to the FDA as the event of laryngeal necrosis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a 2 year old male patient. He was injected with 0.3 ml of prolaryn gel, for a laryngeal cleft. The patient did fine post treatment. After the prolaryn gel injection, the patient experienced laryngeal necrosis. He went home and came back with stridor and difficulty breathing. The physician treated the patient for croup for a day. The patient went home and came back the next day and had to be incubated. He was taken to the operating room by another physician and a scope demonstrated laryngeal necrosis. The outcome of the event was unknown.